Event description:
It was reported that during a da vinci si prostatectomy procedure a monopolar curved scissors instrument does not cut tissue and ends up ripping tissue. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument was placed on a system for a latex cut test. The scissors did not cut cleanly through (B)(4) latex. The latex was snagged at the scissor tips. The blade edges were not damaged, but the edges exhibited wear at the tips, negatively affecting cut performance. Electrical continuity testing was performed and passed. Additional observation not reported was the tube extension had pad printing removed. The tube extension had a few indentations that exhibited material removal. Failure analysis concluded the pad printing damage was likely due to improper cleaning. No insulation damage was found on the main tube. No other damage found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. The customer reported complaint does not itself constitute a MDR reportable event; however; the pad printing removal ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.